Event description:
One week post treatment, patient claimed underarm and chest pain with fever; treated with antibiotics. The antibiotics did not work and the infection/rash spread. The patient went to hosp ER next day. Hosp diagnosis was cellulitis. Hosp doctor thinks it was caused by shaving underarm. Patient reported to be taking antibiotics.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed mfg steps and processes (including sterilization processing) were met and followed. Product met specifications prior to shipment and following all subsequent service activity.